Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was explanted due to skin infection. No additional adverse patient effects were reported. The procedure took place without boston scientific representation two months prior and the electrode was discarded, therefore, it is not expected to be returned for analysis.